Event description:
Customer reported the insulin pump was saying she was low and would go into threshold suspend when customer was asleep. Customer current blood glucose was 135 mg/dl. Customer stated the threshold suspend was set at 70 and customer's blood glucose was at 197 mg/dl. During troubleshooting it was determined the customer was calibrating with numbers far apart and possible when arrows on the graph. Customer was advised of when to properly calibrate. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.